Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, an air leak was noted when the introducer was advanced into the left atrium. Another introducer was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. Microscopic inspection of the hemostasis seal revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.